Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the young patient with this device was evaluated due to a lead safety switch notification on account of a high, out of range right ventricular lead, pace impedance measurement. During the system review, no episodes were noted, no noise observed and no other out of range values identified; thresholds and subsequent impedances values all exhibiting normal values. The associated right ventricular lead is a non boston scientific product. To date, the physician has elected to monitor the system for any new findings. Root cause was not determined; however, speculation being emi related.